Event description:
It was reported that a cartridge alarm 20 occurred during the load process. The customer's blood glucose level did not exceed 500 mg/dl, remaining within an acceptable range. As a resolution, the customer planned to use a backup insulin pump temporarily and was instructed to put the current pump into storage mode before returning it. Tandem technical support confirmed the shipping address and dispatched a replacement pump. Additionally, the customer was informed about the steps to take upon receiving the new pump and was instructed to return the faulty pump using the provided return box and pre-paid label within 10 days.